Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife was reported via phone call that their insulin pump got the display cracked while fire fighting and was not functioning, so the customer was not getting any insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer was not on the call. Troubleshooting was not completed as they were at the scene of a fire. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Device received with cracked keypad overlay at select button.